Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error 25 and reoccurred after 4 hours. The insulin pump's internal power source is unable to charge. The blood glucose reading was unknown. The insulin pump was replaced.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Power error due to non-sleep anomaly software error.